Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a robotic assisted total lap hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: summons received: previously reported event "physical injuries" replaced with "persistent pelvic pain", product information added. Case category was changed other to incident. Case became invalid to valid. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. 828347-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic mass ("pelvic mass"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total lap hysterectomy with bilateral salpingo-oopherectomy, cystourethroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved and the vaginal haemorrhage, depression, anxiety and pelvic mass outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic mass, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device deployed on right ostia, 5 coils visible after deployment. Also essure device deployed in left tubal ostia, six coils counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic mass. Most recent follow-up information incorporated above includes: on 21-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. 828347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic mass ("pelvic mass"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total lap hysterectomy with bilateral salpingo-oophorectomy, cystourethroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved and the vaginal haemorrhage, depression, anxiety and pelvic mass outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic mass, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device deployed on right ostia, 5 coils visible after deployment. Also essure device deployed in left tubal ostia, six coils counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :pelvic pain, pelvic mass. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse) were added. Concomitant disease, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.